Event description:
It was reported that a patient implanted with an impella cp experienced multiple suction alarms and dropping heart rate and blood pressure. Levophed and albumin were given. The patient lost pedal pulses on the impella side and had bleeding from the fasciotomy site. The wound vac was clotted off and removed. An ultrasound showed no flow in the patient's leg and the patient was experiencing pain. The patient has been throwing up with retching movements. Heparin was withheld and one unit of packed red blood cells was transfused. Comfort care was provided and the patient expired.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Manufacturer narrative:
After further review MFR 1220648-2026-00699 is a duplicate of MFR 1220648-2026-01217. All information from MFR 1220648-2026-00699 has been consolidated to MFR 1220648-2026-01217. Should the device or any new information be received, a supplemental MDR will be filed to MFR 1220648-2026-01217.